Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range pacing impedance measurements, loss of capture (loc) and no sensing. No adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed to ventricular only therapy. This product remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.